Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which was reproduced through troubleshooting of the device. The cause was determined to be an out of specification downstream tubing guide which requires adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed distal downstream occlusion sensor with high pressure reading at 26.59 pounds per square inch (psi). There was no patient involvement. No additional information is available.